Event description:
The customer contact reported a crack in the semirigid adapter of the clave secondary port; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified solution at an unspecified rate. It was reported that this nursing unit typically infuses a primary solution such as normal saline. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified medication. It was reported that this nursing unit typically infuses piggyback medications of antibiotics, intravenous tylenol or electrolyte replacements. The nurse reported that after multiple connections/disconnections of the secondary tubing set, the semi-rigid adapter of the clave secondary port of the tubing set cracks when the secondary tubing set is screwed into the clave and an unspecified volume of intravenous medication quickly drips out. The tubing set was replaced and therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Although requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, a possible cause for the customer reported semi-rigid adapter of the clave secondary port crack was identified. The cause of the reported semi-rigid adapter of the clave secondary port cracked was due to the design of clave port that is directly bonded to the secondary port of the cassette. The lot number of the device that was in use is unknown. The customer contact identified one possible lot numbers (plots). The possible lot number is 370585h. This report represents all the information known by the reporter upon query by hospira personnel.